Event description:
A female pt was undergoing a mini-lap tubal sterilization procedure when the dr noticed a small reddened area on the skin of the abdomen. A "ribbon retractor" was in place, holding the abdominal wall open and a bipolar coagulation forceps was being used to occlude the fallopian tubes. Ointment was placed on the burn, but no other treatment was necessary. An o/r spokesperson believes the active bipolar forceps probably touched the metal retractor.